Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the non-dependent patient came in for a routine implantable cardioverter defibrillator change and an atrial lead explant (B)(4) and replacement. The atrial lead¿s impedance had risen and the lead exhibited a lack of capture. In the event the physician opted to cap the lead on (B)(6) 2018. The newly implanted lead (B)(4) tested normally. The patient was asymptomatic throughout. Later that same day interrogation suggested the newly implanted atrial lead had become dislodged as the lead exhibited no sensing, no capture and low impedance. The non-dependent patient¿s implantable cardioverter defibrillator was programmed to back-up vvi and the patient was discharged. The patient remained asymptomatic. On (B)(6) 2018 the patient was re-evaluated. The newly implanted lead continues to exhibit no sensing, no capture and low impedance. The plan is monitor the atrial lead this time. The patient remains asymptomatic.